Event description:
Patient with a history of multiple medical problems, had a stress fracture of her femoral neck which went on to fracture. Patient had a revision type component placed at that point and did reasonably well, when patient had increasing discomfort. Radiographs demonstrated a loose acetabular component having shifted into a more abducted position. Patient consented to go ahead with a conversion of her metal-metal articulation to a metal-plastic articulation removing the loose acetabular component.